Manufacturer narrative:
Updated section h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. The complaints for leaflet thickened/halt and increased gradients were confirmed based on the available information to date. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In addition, if elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In addition, it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the patient had vast comorbidities (e.g. History of aortic stenosis, hld, etc.), which are factors that may increase the risk of early valve degeneration, potentially leading to leaflet thickening and increased gradients as reported. In addition, the reported information indicates the patient was treated on and off with anticoagulant medication (warfarin). Per reported information, when medication was initiated, gradient measurements improved, and when discontinued, gradient measurement worsened. The use of this medication and improvement/worsening with on-and-off use suggests the patient may have had a condition predisposing them to thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve, potentially resulting in leaflet thickening and increased gradients as reported. As such, available information suggests that patient factors (pre-existing comorbidities, inadequate anticoagulant therapy) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, a 23 mm sapien 3 ultra valve implanted for 2 years and 11 months was failing due to hypoattenuated leaflet thickening (halt) and increased gradients. The patient has been on and off warfarin. The patient is symptomatic with shortness of breath and fatigue. The patient has a tavr-in-tavr planned on (B)(6) 2026.

Manufacturer narrative:
Investigation is ongoing.